Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the photograph showing fraying of a blue fibertag segment. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0147-eo revision 4; g. Precautions: acl/pcl/btb/rt/abs/cl/cls/pf/pfc tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair the ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft. The most likely cause of the reported failure is likely user error, attributed to excessive force during suture passing, tightening, or tensioning, and/or or the device coming in contact with another device during use and/or localized stress concentration during high-tension graft passage/suturing could produce similar fraying.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1588tnt, acl-fibertag®-tightrope® abs-implantat, the sutures snapped when suturing the graft. This was detected during an unspecified procedure on (B)(6) 2025. Additional information received on 8th dec: this was detected during an acl repair (quads) on 8th dec 2025. The procedure was completed successfully by opening an additional fibertag. There was no patient harm.